Manufacturer narrative:
(B)(4). Concomitant medical products: stent: 3.0x18 xience xpedition, aspirin, ticagrelor . There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina, myocardial infarction and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a myocardial infarction on (B)(6) 2015. A 3.5x15 xience xpedition stent was implanted in the proximal right coronary artery (rca) and a 3.0x18 xience xpedition stent was implanted in the distal rca. On (B)(6) 2015, a staged coronary procedure was performed with implantation of a stent in the distal rca. On (B)(6) 2015, the patient experienced severe chest pain. Stent thrombosis was noted in the proximal rca and a myocardial infarction was diagnosed. Thrombectomy/thrombolysis was performed in the proximal rca and the condition resolved. No additional information was provided.